Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a study for circular stapled anastomosis in ivor lewis esophagectomy was conducted wherein an anastomotic leak was observed in ten out of 75 patients. Out of the ten, two patients had per-operative deaths, one patient underwent a redo-anastomosis and the others were managed with endoscopic interventions.